Event description:
According to the reporter: occurred during a laparoscopic distal pancreatectomy procedure. The first and second firings with the reloads and powered stapling handle were successful. The surgeon started the third firing with the reinforced reload, however, the device was stopped after firing only 1.5cm. The surgeon had to cut the reinforcement material and remove the cartridge from the tissue. The pancreas was soft and 1.5mm thick at pre-clamping. The jaws were articulated by forty degrees. First, the surgeon pre-clamped the tissue for fifteen minutes then resected by 1cm. The surgeon felt the device went into slow mode. Second, the surgeon pre-clamped the tissue for five minutes, then tried to resect by 1cm and pre-clamp the tissue for five minutes. However, the device was stopped during that firing. An excessive force prevented the firing, so the surgeon waited for a while and then tried to restart the firing, however, the device did not work anymore. Replaced by a new reload and tried to connect to the same adapter, however, felt some resistance and could not connect the reload. Then replaced by a new powered stapling device and the surgeon started to fire to caudal and inside site, with low articulation of the jaws. The firing was completed with no problem. The surgical time was extended by less than thirty minutes. There was additional tissue resection required due to the issue. The incision site was extended by less than 3cm. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. No visual abnormalities were noted. The eeprom was uploaded and indicated 26 autoclave cycles for the handle. A pmv representative adapter and single use loading unit (sulu) were connected to the subject handle and applied to test media. The device responded correctly and the reload was able to be fired. The reload cleanly applied staples and transected the test media. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic distal pancreatectomy procedure. The first and second firings with the reloads and powered stapling handle were successful. The surgeon started the third firing with the reinforced reload, however, the device was stopped after firing only 1.5cm. The surgeon had to cut the reinforcement material and remove the cartridge from the tissue. The pancreas was soft and 1.5mm thick at pre-clamping. The jaws were articulated by forty degrees. First, the surgeon pre-clamped the tissue for fifteen minutes then resected by 1cm. The surgeon felt the device went into slow mode. Second, the surgeon pre-clamped the tissue for five minutes, then tried to resect by 1cm and pre-clamp the tissue for five minutes. However, the device was stopped during that firing. An excessive force prevented the firing, so the surgeon waited for a while and then tried to restart the firing, however, the device did not work anymore. Replaced by a new reload and tried to connect to the same adapter, however, felt some resistance and could not connect the reload. Then replaced by a new powered stapling device and the surgeon started to fire to caudal and inside site, with low articulation of the jaws. The firing was completed with no problem. The surgical time was extended by less than thirty minutes. There was additional tissue resection required due to the issue. The incision site was extended by less than 3cm. The status of the patient is no problem.